Event description:
Additional information received indicated that the patient underwent surgical intervention on (B)(6) 2024 wherein the lead was explanted and replaced restoring therapy.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000140139.

Event description:
It was reported that the patient's lead had migrated, confirmed via x-ray. In turn, surgical intervention may take place to address the issue. Note: investigation was unable to determine which lead had migrated.